Event description:
Clinicians successfully delivered a shock at 200 joules to a pt (age & gender unk). The clinician then selected 300 joules but the device shut off. Complainant indicated that they used a fully charged battery and ac power and the device shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.